Event description:
It was reported the device was used during a laparoscopic splenectomy procedure. It was reported by the affiliate that the tissue pad fell into the pt. The tissue pad was retrieved from the pt. There was no pt consequence.

Manufacturer narrative:
Based on the inquiry info received and the visual functional testing, it was found that the clamp pad was missing from the lcs. This may have been caused by a bond failure. A product design has been implemented to greatly reduce this incident from occurring. Manufacturing and engineering have been notified of the reported incident.